Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph and two videos of a powerpicc were returned for evaluation. An initial visual observation of the photograph showed that the sample had a ref of 6194355 and a lot of rehr0080. An initial visual observation of the videos showed that as the catheter was flushed, a clear liquid leaked out from the catheter tubing. There were no distinguishing features in the returned photograph and videos of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported powerpicc split inside of the patient and PICC replaced at ivc infusion. Additional information received 03-oct-2024: it was reported patient being treated for mmsa bacteremia/endocarditis. D/c to facility on (B)(6)2024 with flucloxacillin 12g baxter for 6/52. On (B)(6) 2024 noted leakage from skin at PICC site; blood and saline ¿pouring out¿ from PICC insertion site when line flushed; line removed. PICC examined post removal ¿ pin hole split noted (video taken). Patient temporarily transitioned to po abx until new PICC could be inserted on (B)(6)2024.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported powerpicc split inside of the patient and PICC replaced at ivc infusion. Additional information received 03-oct-2024: it was reported patient being treated for mmsa bacteremia/endocarditis. D/c to facility on (B)(6) 2024 with with flucloxacillin 12g baxter for 6/52. On (B)(6) 2024 noted leakage from skin at PICC site; blood and saline ¿pouring out¿ from PICC insertion site when line flushed; line removed. PICC examined post removal ¿ pin hole split noted (video taken). Patient temporarily transitioned to po abx until new PICC could be inserted on (B)(6) 2024.